Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic pain'), genital haemorrhage ('general abnormal bleeding'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device, abortion spontaneous, psychological trauma and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2013, (B)(6) 2005, and (B)(6) 2013. Patient received treatment for pelvic pain and abdominal pain. Discrepancy noted plaintiff did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received ¿ essure insertion date was updated, and the events pregnancy, miscarriage, device ineffective and menorrhagia were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2013 and (B)(6) 2005, (B)(6) 2013. Patient received treatment for pelvic pain, abdominal pain. Unknown date essure confirmation test: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received reporter information was added. New event added abdominal pain, general abnormal bleeding, psych injury. Event outcome added pelvic pain, abdominal pain, general abnormal bleeding. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic pain'), genital haemorrhage ('general abnormal bleeding'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included nsaids from (B)(6) 2013 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2018. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression /psych injury") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2013, (B)(6) 2005, and (B)(6) 2013. Patient received treatment for pelvic pain and abdominal pain. Discrepancy noted plaintiff did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety and depression. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received- new events abnormal bleeding (vaginal), depression and anxiety/mental anguish were added. Reporter information and concomitant drug were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included nsaids from july 2013 to july 2018 and paracetamol (acetaminophen) from july 2013 to july 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression /psych injury") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the abortion spontaneous, pregnancy with contraceptive device, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2013, (B)(6) 2005, and (B)(6) 2013. Patient received treatment for pelvic pain and abdominal pain. Discrepancy noted plaintiff did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Events outcomes were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.